Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope nozzle was clogged by a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that, upon further review, this event is not a reportable malfunction. The initial medwatch reported that the nozzle was clogged with a black rubbery material. However, it was identified that the customer indicated that the reprocessing of the subject device at the customer site was not completed. Since the user sent the device without conducting/completing reprocessing, the material remained at the nozzle. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.